Event description:
Vf undersensing resulting in failure to rescue. A total of 3 episodes vt/vf are recorded. The first episode of vf and which the device undersenses and misclassifies the episode as vt. Receives atp (per programmed parameters for vt zone) instead of shock. After atp pt remains in slow vt which is now below the detection rate and the device classifies as sinus rhythm. Final rhythm of vt/vf (wavered zones), pt received atp therapy which slowed the rhythm and pt remained in slow vt below the detection rate, identified by the device as sinus rhythm.